Event description:
The customer stated that the cannula looked shorter than normal and that it was easily coming out of the infusion site. The customer also stated that his blood glucose was "just below 500". The pod was worn for less than a day.

Manufacturer narrative:
The device was not returned for evaluation. The customer reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.